Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation, was confirmed when the technician checked the scope, and found no water during inspection. Additionally, it was discovered that the air and water channel was clogged due to insufficient or incorrect reprocessing the scope which was used for the next procedure. Additionally, the following findings were also identified, and are as follows: (a.) The scope was leaking from the scope body, (b.) The up/ down, left and right angulation was out of specification, (c.) The control knob movement had excessive play, (d.) The distal end plastic cover showed deep dents, (e.) The objective lens had cracked, (f.) The control body advanced diagnostic grip, scope cover, and crack scope body needed replacing, (g.) And the light guide tube buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced the surface of the objective lens has poor water contact. The lens surface cannot be cleaned. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a clogged air and water channel (a/w channel). This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage at control section. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscope olympus will continue to monitor field performance for this device.